Manufacturer narrative:
The customer reported discolored tubing, and returned 3 samples in the shipment under (B)(4), of material 72213n, lot 24059189. The samples verify the complaint of cosmetic issues, and discolored tubing. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized.

Event description:
It was reported that bd alaris secondary set discoloration. The following information was received by the initial reporter with the following verbatim it was reported by customer that discolored tubing